Event description:
The patient¿s battery was failing and became depleted. The devices have been implanted less than a year. The voltage was decreased with the patient¿s current devices and she was told that it would increase the ins battery life. Both devices were at 4.1v. Nothing has been found wrong with the leads or device. The battery was just not performing as long as expected. The battery life was getting shorter with every replacement. One year of battery longevity was not acceptable. It was noted that patient¿s health situation was not well and she was not sure if she could go through another surgery. There was a discussion with her doctor about going from two devices to one device. It was later reported on the same day that the left ins displayed eri as of today. The voltage the device was set at of 4.1 was the lowest it has ever been. The patient was disappointed in the longevity and she does not think the product was high in quality. The patient¿s health care provider (hcp) confirmed that all the patient¿s battery depletions have been expected based on the patient¿s settings. The hcp noted that the ins implant date was (B)(6) 2013. The patient was scheduled to have her 2 inss be replaced with 1 ins on 03/18/2014. Reference manufacturer report # 3004209178-2014-01697.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) depletion was normal but they had expressed dissatisfaction with longevity. It was stated the battery was changed within a year. It was noted at one time one of the ins' had lasted 10 months and they replaced the ins with a rechargeable ins the day prior to report.

Manufacturer narrative:
Concomitant products: product ID 7438, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3387-40, lot # l62014, implanted: (B)(6) 1999, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3387-40, lot # j0546401v, implanted: (B)(6) 2005, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).